Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to flattened all buttons dome switch. The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and no delivery alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.